Manufacturer narrative:
All product features correspond with the valid specifications of the waldemar link (B)(4) at the time, when the item was produced. The x-ray images and surgery report show no malposition of the prosthesis. The pathological-anatomical inspection show a foreign body reaction with evidences of a rheumatic synovitis. The root cause of the wear of the polyethylene cannot be specified because the complaint sample was thermically disinfected. So a material inspection cannot be accomplished. The obesity of the patient (bmi: (B)(6)), which is described as a relative contra indication in our product catalogue, surely facilitated the wear of the polyethylene. This event occurred outside of the u.s. And involves a product that was manufactured outside of the u.s. However, because the affected product is also marketed in the u.s., waldemar link (B)(4) is submitting this MDR to ensure full compliance with 21 cfr part 803. (B)(4).

Event description:
Revision of the endo-model rotational prosthesis that was implanted in (B)(6) 2006. The patient experienced pain and joint effusion since one year. At the surgery a foreign body reaction in medial joint area and a massive wear of polyethylene plateau could be determined. The histology of the foreign body granuloma and the microbiological inspection showed no indications of an infection.